Manufacturer narrative:
Additional information was received that it was unknown if the muscle spasms were caused by the stimulator or not. The patient underwent an explant procedure instead of a replacement. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn.

Event description:
A report was received that when the stimulation is turned on, it caused muscle spasms. Lead migration was confirmed by x-ray. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that when the stimulation is turned on, it caused muscle spasms. Lead migration was confirmed by x-ray. The patient will undergo a lead replacement procedure.